Event description:
It was reported by the affiliate that during a lap. Sigma procedure, the device trigger functioned easily, but there were noises while moving the trigger and the device did not cut at all and did not staple completely. There was no pt consequence. Procedure completed with like device. There is no further info available.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.